Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to the device not deflating completely and would not pump up. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. The reservoir was performing adequately to keep implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinders were not staying hard enough and deflating. The patient outcome was a successful implantation of new device.